Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/02/2013; electrode belt: 04/10/2012.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2016. It was reported that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 10 treatments between 08:17:12 and 09:29:42 am on (B)(6) 2016. At 08:15:58 am the device detected and alarmed for an arrhythmia. The ECG shows that the patient was in vt at 240 bpm. The first treatment was delivered at 04:58:27, converting the arrhythmia to a sinus rhythm before transitioning back to vt. Treatments two through four were delivered between 08:17:56 and 08:25:24 am while the patient was in vt. The treatments converted the arrhythmias to a sinus rhythm before the rhythm degraded back into vt. At 08:26:31 the device detected and alarmed for vf. The response buttons were pressed intermittently between 08:26:57 and 08:27:35. The fifth treatment was delivered at 08:28:21 while the patient was in vf and converted the rhythm to bradycardia at 40 bpm before transitioning to vt at 250bpm. The response buttons were pressed intermittently between 08:28:57 and 08:36:48 am. The sixth treatment was delivered at 08:37:34 am and converted the rhythm from vt at 240 bpm to bradycardia at 30 bpm. Treatments seven and eight were delivered during vf. Treatment seven failed to convert but treatment 9 converted the rhythm to bradycardia at 35 bpm. Treatment nine was delivered at 08:39:42 during vt. The vt was converted to sinus bradycardia at 40 bpm. Between 9:01:48 and 9:24:51 the ECG recordings revealed the patient went into asystole, which is considered a non-shockable rhythm. At 09:29:42 the tenth and final treatment was delivered while the patient was in an accelerated idioventricular rhythm at 110 bpm. The post-shock rhythm was sinus tachycardia at 120 bpm. Oversensing of a small cardiac signal contributed to the false detection. Between 10:08:24 and 10:12:02 am asystole was appropriately detected by the device. The ECG recordings reveal asystole and CPR artifact, indicating that bystanders were present. The electrode belt was disconnected at 10:12:34 am and the patient subsequently passed away.